Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during last fill was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in the last fill cycle. Gts explained that the error indicated a large amount of air had entered into the disposable set. The caregiver had already cleared the error and explained the patient will stop therapy for the day. Product surveillance contacted the caregiver who explained that nothing was noticed with the supplies. The patient started a new box of supplies. The lot information/companion sample were not available. No injury or medical intervention was reported.